Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Analysis was unable to test for motor error alarms due to no button response. The motor passed motor test. The insulin pump had cracked reservoir tube lip, case window display corner, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.